Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that following a sling procedure the pt developed an abscess at the retropubic area. The abscess was surgically drained.